Manufacturer narrative:
The company rep retrieved and cleared the fault logs, reset the system, and performed a power cycle. The system was tested to factory specifications and was returned to use. The error logs were forwarded to research and development for review, where it was determined that the cause was a software issue addressed via modification request 13797. The customer has received new software.

Event description:
The customer reported that while the central station was in use monitoring pts along with telepacks at the bedsides, the central station displayed a blue screen and crashed. No pt injury was reported.